Event description:
I was out of my usual contact solution and found a bottle of clear care no rub contact solution which I believe we had received as a sample from an eye doctor's office. It was not in the original box, as a family member had previously taken it out. It looked very much like any other no rub contact solution so I did not read beyond the front label. I noticed a red tip on the spout but this meant nothing to me. I had never seen a red tip on an eye care product before or seen or read any warnings regarding red tips so I assumed it was merely the company's style of packaging. I soaked my contacts in it overnight in my usual case as it was not clear on the bottle why the case that came with it needed to be used or that the consequences of using a regular case would be severe. The next morning, I rinsed my contacts as usual did put one in and immediately screamed with severe, searing pain, unable to open my eye. It felt as if acid was in my eye. My husband quickly read the bottle, which did mention using saline, not solution, to rinse-but this was on the back of the bottle. He then saw it was a peroxide solution. My eye was blood red, swollen and extremely painful for the rest of the day. My eye doctor was not available. Even after seeing my regular doctor, who prescribed artificial tears, I ended up going to (B)(6) hospital emergency room in (B)(6) to have my eye checked as it only got worse as they day progressed. The ph in my eye was 8 so it was flushed with 3 liters of saline. After about 4 1/2 hours in the emergency room I was sent home with an antibiotic ointment prescription, artificial tears and still will need follow-up next week. My eye is still painful, swollen, and red over 24 hours later.